Manufacturer narrative:
The customer reported that a monitored tele box bed will delete patient's info and discharges patient automatically approximately after 30 minutes or so. According to the customer, before the 30 minutes or so, the system behaves normally with no noted issues. When technical service (ts) contacted the customer, the customer stated that the system was currently working as expected and the nursing staff was hesitant to do anything to the system that might cause more issues for the cns. The customer will call back if issue returns. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: gz transmitter: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The customer reported that their central nursing station(cns) is discharging patient automatically after approximately 30 minutes or so.